Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during a posterior spinal revision on a patient, a multi-axial screw was implanted into the ilium when the driver malfunctioned, causing the internal hex and the threads of the tulip head screw to strip, therefore making it too difficult to remove the screw. According to the report, the screw could not be adjusted or backed out, so the surgeon "burred through the tulip head and removed the head of the screw". Attempts were made to remove the post of the screw using various extraction sets but the post of the screw was left in the ilium. No further patient complications were reported.